Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens wouldn't lay flat in the eye. The lens was removed without enlarging the incision. Surgery was completed using another lens.

Manufacturer narrative:
Evaluation: a work order scarch was performed for the lens. Visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found in the search. Conclusion: no conclusion can be drawn. Based on the complaint history, work order and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.